Event description:
While attempting to remove epidural catheter post labor and delivery; the primary rn met resistance during epidural catheter removal. The primary rn states she placed the patient in the same position as was insertion of epidural catheter (humped back, leaning forward on pillow while sitting on edge of bed). A good portion of the catheter easily came out but before the catheter was completely out resistance was met and the rn did not proceed. Another rn came in to attempt to remove the remaining catheter without success. The anesthesiologist was notified who also made an attempt to remove catheter, however during this time the catheter broke off. It is estimated that approx. 4 cm was left inside the patient body. Flex tip plus epidural catheter kit 19ga, 3.5 in, 8.89 cm. Needle length I do not have the lot number of the device.